Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. All buttons function properly. No damage to keypad traces noted. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that his blood glucose had been going up. Customer's blood glucose was 580 mg/dl. Customer reported the buttons had intermittent responses. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.